Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient had maladaptation. The lens was removed and replaced with another unspecified lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in b.5., and b.7. Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of maladaptation. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 22.0 diopter (add power 2.2/3.2) lens was replaced with an unspecified lens model. The lens was explanted (B)(6) 2024. It was not reported at the time of occurrence. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical reports associated with this patient. This file belongs to right eye.